Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (pulse resets) was isolated to defective t2 and t3 transformers on the defibrillator pca, causing a low energy pulse reset and pwrup discharge flag value 1355. The root cause for the defective transformers could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was experiencing pulse resets.